Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: a device history record (DHR) review was conducted: part #: 07.702.040s. Lot #: 0j53360. Manufacturing site: selzach . Supplier: osartis gmbh. Release to warehouse date: 08 sep 2020. Expiration date: 01 sep 2023. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H5.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation for the trochanteric femur fracture with traumacem v+ cement kit in question. During the surgery, the surgeon tried to make cement by moving the handle of the mixing device up and down, but the movement of the handle was slow, and did not go down after raising it. When the surgeon pulled it down forcefully, it down, and he was able to make cement. The amount of cement was equivalent to 2 white syringes and a little more than 1 blue syringe. The cement was a little hard, but the surgeon was able to push it with the pusher and inject it into the head of the bone. Procedure was completed successfully with thirty(30) minutes surgical delay. This report is for one (1) traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for complaint (B)(4).